Manufacturer narrative:
Analysis confirmed the customer comment of a missing knob, the knob was found pushed into the device. It was additionally noted that the upper case, output connectors and capacitor c277 on the main board were broken and that the lower case and main seal were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a missing knob. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.